Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ nexiva dual port had catheter was disconnected from itself at the junction closest to the needle, and then it was completely fallen apart. Customer¿s verbatim: "I have called 4 times today and continue to get hung up on. After having multiple issues today alone while inserting into a patient with item number: 383536 lot #: 8346613. I have 66ea that will need to be replaced as I have pulled the all of the products with this lot number. What is happening to the product: the catheter is disconnecting from itself at the junction closest to the needle then falling completely apart."

Manufacturer narrative:
H.6. Investigation: during DHR review ¿ 3 non-related qns were initiated and disposition, root cause and corrective actions were applied per control plan. ¿ all other required challenge samples, set-up and in process testing was performed in accordance with the control plan. Received two package labels and 62 unused units in sealed packages from catalog number 383536, lot number 8346613. All contents within were intact. The extension tubings were manually pulled on all the units received: ¿ the extension tubing of 1 of the units received disconnected when pulled. ¿ no traces of adhesive were observed on the extension tubing. ¿ traces of adhesive were observed outside of the adapter port ¿ no disconnections occurred on the rest of the units received. No issues were observed with the catheters/needles. The device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design on nfa1 and nfa2, and it was discovered that the 100% adhesive presence vision system was not capable of detecting these failures. When nfa3 was validated, it was thought to have the same vision system tool upgrades as nfa1 and nfa2 in order to detect these failures; however, it was determined that modifications to the nfa3 vision system tools needed to be made as well.

Event description:
It was reported that bd¿ nexiva dual port had catheter was disconnected from itself at the junction closest to the needle, and then it was completely fallen apart. Customer¿s verbatim: ¿ I have called 4 times today and continue to get hung up on. After having multiple issues today alone while inserting into a patient with item number:383536 lot #: 8346613. I have 66ea that will need to be replaced as I have pulled the all of the products with this lot number. What is happening to the product: the catheter is disconnecting from itself at the junction closest to the needle then falling completely apart. ¿